Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing intermittent high blood glucose (bg) levels while using the pump. The customer did not "have any complaints about the pump" and stated that the a1cs have been helped. No additional information was provided about the high bg events.